Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient¿s medical history included two strokes unrelated to her infusion system, so per the patient she was slow. On (B)(6) 2020 the patient reported that the pump alarm was driving her crazy. It started alarming 3 weeks ago. The pump alarms were played for the patient over the phone and she stated that she was hearing the two-toned critical alarm. It was going off in every 8-10 minutes, every hour, 24 hours per day. Per the patient, she had been dropped by her prior pump managing physician due to insurance, so her last pump refill was in november and now the pump was empty. She previously had morphine in the pump. The patient stated that the morphine was a good medication for her as it was the only one that worked and that the hcp (healthcare professional) had been changing her medication. No patient symptoms/complications were reported. The patient was requesting physician listings to have the pump alarm silenced. No further complications have been reported as a result of this event.